Event description:
The event occurred in china. It was reported that during patient treatment the oxygenation of the be-hls 5050 #shls set advanced 5.0 decreased. No significant change in flow was noticed. The hls set was exchanged during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that during patient treatment the oxygenation of the be-hls 5050 #shls set advanced 5.0 decreased. No significant change in flow was noticed. The hls set was exchanged during patient treatment. No harm to any person has been reported. The affected product was requested for further investigation but it was not possible to export the product out from china due to custom regulations. Therefore a technical investigation could not be performed at the getinge laboratory. Thus, the exact root cause could not be determined. However, a medical assessment was performed by the medical affairs team on 2022-09-29 with the following outcome. The hls module unfortunately could not be returned due to transport and shipping restrictions prompted by the covid 19 pandemic. A definitive assessment of the module by getinge pems was therefore not performed. However, no visible damage to the module during set-up, priming, and application were reported. Rather the clinic reported a "gradual" deterioration in oxygenation over time. The evaluation and conclusions are limited by the available information. A patient/clinical management cause associated with anti-coagulation is therefore suggested. The patient may have had a spectrum of coagulopathic states during therapy (hypocoagulable to hyper-coagulable). The anti-coagulant regimen and associated metrics were not reported and therefore no root causes resulting in a hypercoagulable state (and thrombus formation) can be identified. In conclusion and without the benefit of further clinical and technical information to the contrary, the hls appears to have been to specification. Further, a malfunction or diminution in performance cannot be directly attributed to the hls set advanced per se, but is more likely associated clinical factors (e.g. Clotting). The possible root cause for the decrease in device performance based on the limited information appears to be associated with thrombus accumulation in the device, cannula or extracorporeal circuit. Patient related factors, anti-coagulation management and challenging clinical presentation may have contributed to thrombus formation in the hls module. The production records of the affected be-015503112 #shls mod advanced small ad with lot#3000197320 were reviewed on 2022-10-04 for the reported failure. According to the final test results, the hls module with lot#300197320 and UDI#1779464 passed the tests as per specifications. Production related influences are unlikely. Based on the investigation results the reported failure could be confirmed but no product related malfunction could be determined. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint ID: (B)(4).